Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was not receiving stimulation in his left leg and foot. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead has tilted to the right side in the epidural space. Surgical intervention may be pending to address the issue.